Event description:
It was reported that during a arthroscopic procedure the physician was utilizing a quantum 2 system. While plugging in a topaz microdebrider wand the controller displayed "connect wand". Another wand was plugged into the controller and again the controller would not recognize the wand. A member of the surgical staff realized that if the wand was manually held into the controller port the wand would work. The procedure was completed with the wand, however, the physician reported that the event resulted in a twenty minute surgical delay. No pt complications were reported.